Event description:
The customer stated that she received back to back readings of 38 mg/dl and 206 mg/dl using her elite meter. The customer did not allege any adverse event. The strips are to be returned for evaluation and replacement strips are to be sent.